Event description:
It was reported that a user received a ¿pairing failed¿ alert when attempting to pair a dexcom g7 sensor to an ilet system after the pump battery had depleted and the device performed a factory reset, leading to a setup interruption and sensor pairing failure. Symptoms included no adverse clinical effects. Outcomes included successful completion of the ilet setup, successful sensor pairing, and entry of weight to resume automated therapy. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the pairing failure was associated with device reset due to battery depletion and was resolved through full setup and re-pairing steps. It was concluded that the device functioned as designed after reset and that user guidance resolved the pairing issue.